Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "false upstream occlusion" alarm was confirmed and reproduced during eval. It was determined that the root cause for this symptom was a wide inscribed pin dimension. The upstream sensor was replaced to correct this condition.